Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the endoscope reprocessor encountered an error e73 when mixing acecide solution. The acecide was removed from the front exhaust port, cleared the error and reprocessing proceeded. The cleaning was completed using inappropriate reprocessing method with water that did not contain acecide. As a result, a total of twelve scopes were incorrectly reprocessed and used on five patients. There were no reports of patient infection or harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 - primary UDI number, d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, h6, and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.